Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, a battery longevity data anomaly was observed. Battery longevity was dropped to nine months from 3.7-4 years noted during three months before device interrogation. St. Jude medical representative explained that previous longevity was more than normal and current longevity estimate was accurate. The information will be discussed with the following physician. Patient will continue to be monitored.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device continued to have larger than expected declines in battery longevity. Patient presented in clinic with longevity estimate of < 3 months left until eri. Estimated battery longevity was 1-2 months. Device will be replaced.

Event description:
New information received notes that the device was explanted and replaced.